Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they had a reservoir leak. The customer was unsure of the exact location of the leak. The customer noted the leak when inserting their reservoir. Customer's blood glucose was 177 mg/dl at the time of incident. Customer did not observe any cracks or splits on the reservoir barrel. The customer also reported the screen was jumping from from one screen to another on the insulin pump. The customer noted a small amount of insulin was seen exiting from the insulin pump. Customer agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.